Event description:
The customer reported receiving a blank screen from the insulin pump after a battery change. During troubleshooting an a121 alarm was discovered in the device history. The customer was assisted with the issue. The customer was advised to monitor the device and to call the helpline back if the issue recurred. The customer's blood glucose value was 417 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.